Event description:
The following additional information was received from the customer: it was confirmed that the distal cover was inspected prior to attaching to the endoscope. There were no signs of damage observed. After attaching the distal cover to the endoscope, the cover was given a ¿light pull¿ to confirm placement. The distal cover was discarded at the time of the event; therefore, not available for return to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event (detachment of distal cover) likely occurred due to the following: the cover may have overlapped the hook at the distal end of the subject scope, and not have covered it completely. As a result, the attachment of the distal cover was insufficient, resulting in the device easily coming off the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1: detection, operation manual chapter 3 - 3.5: prevention measures. This supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00268. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography procedure, this single use distal cover fell off. After noticing the cap was missing, the physician went back to look for the cap but was unable to find its location in the patient. The user replaced the distal cover and completed the procedure. The patient vomited the device out after the procedure. The procedure was one hour and twenty minutes including esophagogastroduodenoscopy, endoscopic ultrasound, and ercp, which was minimally extended looking for the distal cover. There was no impact on the outcome of the procedure. There was no treatment required. The patient is "ok and stable", as reported. There were no reports of further patient or user harm associated with this event. Two reports with patient identifier: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6).